Event description:
It was reported that during testing at the user facility the tps bi-directional footswitch was found to have exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged outer sheathing; however, no bare copper wires were exposed. The device was discarded by the manufacturer.

Event description:
It was reported that during testing at the user facility the tps bi-directional footswitch was found to have exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.